Event description:
Reported by user-facilities that, "while putting in an acetabular screw, the tip of the screwdriver broke and was retrieved. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). See scanned page.

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.